Manufacturer narrative:
Use of the reamer-irrigator-aspirator technique to obtain autograft for ankle and hindfoot arthrodesis. Jr, herscovici d., scaduto, jm. The journal of bone and joint surgery, vol., 94-b, no.1, january 2012. This report is for an unknown-reamer-irrigator-aspirator. The event of reamer breached the medial tibial cortex. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, use of the reamer-irrigator-aspirator technique to obtain autograft for ankle and hindfoot arthrodesis. Jr, herscovici d., scaduto, jm. The journal of bone and joint surgery, vol., 94-b, no.1, january 2012. Between june 2005 and may 2011 an study with 28 patients undergoing 30 arthrodesis procedures on the hindfoot had a mean of 48 cm of bone harvested locally from the hindfoot or the tibial shaft by antegrade or retrograde reaming. There were ten men and 18 women with a mean age of 66.2 years (23 to 85). No patient sustained a fracture of the calcaneum, talus or tibia. Complications: reamer breached the medial tibial cortex. During reaming, the kirschner (k)-wire holding the alignment of the hindfoot caused the reamer to deviate towards the medial tibial cortex. This report is for an unknown-reamer-irrigator-aspirator. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).